Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a right ventricular (rv) lead revision, this right atrial (ra) lead dislodged. The physician repositioned the lead. No additional adverse patient effects were reported. This ra lead remains in service.